Event description:
A physician reported that following an intraocular lens (iol) implant procedure, lens was explanted, did not specify the reason. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).